Manufacturer narrative:
E1 - initial reporter phone has an extension # (B)(6). The device was not received at csc unable to determine any probable cause.

Event description:
The event involved a english for canada, plum 360¿ infuser compatible with ICU medical mednet¿ software where an uncontrolled shutdown during infusion was reported. The pump had a "replace battery alarm" after the vision battery had been installed. Additionally, the customer stated that according to the logs of the pump, the replaced battery alarm was triggered after the pump had an uncontrolled shutdown because of the battery being depleted. There was patient involvement, no adverse event and no delay in therapy.